Manufacturer narrative:
(B)(4). The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode array was damaged prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests from being performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A correction action has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Event description:
The patient was reportedly experiencing loss of lock. External equipment was exchanged, however, this did not resolve the issue. Revision surgery is under consideration.